Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant products: saline mentor smooth round moderate plus profile 700cc, catalog number: 3502700, serial number: (B)(4), lot number: 7470296. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast reconstruction revision with a saline mentor smooth round moderate plus profile 700cc and experienced deflation on the right breast implant. As a result, the patient had undergone removal and replacement with a saline mentor smooth round moderate plus profile 700cc on (B)(6) 2019.

Manufacturer narrative:
On 7/1/2019, during evaluation of the sample it was noticed shell abrasion in the anterior and posterior view. Leak testing was performed in accordance with mentor procedures and revealed a tear within the shell abrasion area in the anterior view measuring approximately 0.2 cm. No other anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Shell abrasion suggesting in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused continuous and sustained stresses to the device it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. A manufacturing record evaluation (mre) was performed for the finished device number 7470296, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).